Event description:
The initial attorney report alleged pain, surgical intervention and defective mesh after the implant of a composix kugel mesh. The following is based on the medical records provided by the patient's attorney: (B)(6) 2000 - the patient underwent laparotomy, repair of multiple recurrent ventral hernia with a composix mesh. (B)(6) 2002 - hospitalization for a partial small bowel obstruction. (B)(6) 2005 - office visit, incision and drainage of an abdominal wall abscess performed, cultures sent, digitally loculations extended to the mesh. (B)(6) 2005 - office visit, abdominal wound remains the same, mesh exposed. (B)(6) 2005 - office visit, increased yellow/brown drainage noted, diagnosed hernia mesh infection. (B)(6) 2005 - the patient underwent excision of infected abdominal wall mesh, small bowel resection x3 and ventral hernia repair with a non-bard mesh. (B)(6) 2005 - hospitalization with small bowel obstruction, resolved with conservative treatment. (B)(6) 2005 - hospitalization for small bowel resection surgery.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with (B)(4). Subsequently, davol has received additional event information indicating that the associated event device is not a recalled composix kugel mesh; therefore, we are submitting this MDR based on the additional information received. Currently it is unknown whether the device may have caused or contributed to the alleged event. The patient was reportedly treated for a bowel obstruction, abscess and infection five years post implant of the composix mesh. Although it does not indicate that the mesh was the source of the infection, the product's instructions for use state, "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." No sample has been returned for evaluation. A review of the manufacturing records was performed and there was no evidence of a manufacturing related cause for the reported event. Based on information provided, no conclusions can be drawn.